Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2016 with unknown blood glucose at the time of the incident. The customer was at 143 mg/dl at the time of the call. The customer had drunk a couple of beers and was driving home at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.